Manufacturer narrative:
Initial reporter phone number too long for field e1, (B)(6). The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection. The reported foreign matter was observed on the catheter handle. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. The reported clinical observations were confirmed.

Event description:
It was reported that during preparation for a procedure a farawave pulsed field ablation catheter was selected for use. After opening the package, glue marks were visible on the catheter. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Initial reporter phone number too long for field e1, please see below: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave pulsed field ablation catheter was selected for use. After opening the package, glue marks were visible on the catheter. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.